Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip delivery system were reported in a research article in a subject population with multiple co-morbidities including hypertension, hyperlipidemia, diabetes, atrial fibrillation, coronary artery disease, chronic obstructive pulmonary disease, asthma, peripheral artery disease, and prior percutaneous coronary intervention, myocardial infarction, stroke, and cardiac surgery. Complications reported included off-label use, heart failure, bleeding, hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with device implant in the tricuspid valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: features and short-term outcomes of real-world transcatheter tricuspid valve repair vs. Replacement in asia-pacific. B3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "features and short-term outcomes of real-world transcatheter tricuspid valve repair vs. Replacement in asia-pacific", was reviewed. This research article is a retrospective multicenter experience to evaluate the real-world clinical and anatomical profiles, procedural characteristics, and clinical outcomes associated with tricuspid-transcatheter edge-to-edge repair (t-teer) and transcatheter tricuspid valve replacement (ttvr). The devices included in the study were mitraclip, triclip, lux valve plus, tricvalve, and cardio valve. The article concluded that ttvr is primarily reserved for patients with unfavorable anatomy for t-teer. Both interventions improve tricuspid regurgitation (tr) and symptoms, but ttvr carries higher procedural risks and longer hospitalization. [The primary author was vyanne hei tung chan, division of cardiology, department of medicine and therapeutics, the chinese university of hong kong, hong kong, china.] [The secondary and corresponding author was adam sung, cardiovascular research center, college of medicine, national yang ming chiao tung university, taipei, taiwan, with corresponding e-mail: mr.sungsh@gmail.com.]. This study included patients with severe symptomatic tr who underwent t-teer or ttvr from 01 january 2017 to 31 december 2025. A total of 174 patients were included in the study, of which 78.2% (136) patients received an abbott device. The average age was 77 years. The majority gender was female. Comorbidities included hypertension, hyperlipidemia, diabetes, atrial fibrillation, coronary artery disease, chronic obstructive pulmonary disease, asthma, peripheral artery disease, and prior percutaneous coronary intervention, myocardial infarction, stroke, and cardiac surgery.